Manufacturer narrative:
Qn#: (B)(4). The customer returned one unit (B)(4) visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned stapler revealed that the stapler appears used as there is a lot of biological material present on the device. The stapler was returned with the frame loose, resting on top of the rest of the device. The pawl was bent out of place. The stapler was returned with 39 staples left in the cartridge. Reference file (B)(4) for investigation photos. The stapler was reassembled and an attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, a staple was able to properly form and release. This was repeated multiple times with the same result. However, no staples fired after the 5th staple as the staples stopped moving down the track. The damage to the pawl could prevent the staples from properly firing. The staples that were fired were microscopically examined. No burrs were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must other remarks: be squeezed all the way in." The reported complaint of "jamming during usage" was confirmed based upon the sample received. One device was returned. The device was returned with the frame loose and the pawl bent out of place. Upon functional inspection, the first 5 staples were able to fire properly but no more staples fired. The damage to the pawl could prevent the device from functioning properly. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
It was reported that the doctor found jamming during surgery. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73b1700270 investigations did not show issues related to complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found jamming during surgery. The patient's condition was reported as fine.